Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 85 90-1, lot # n085280, implanted: (B)(6) 2006, product type accessory. (B)(4).

Event description:
It was reported that the patient seemed very confused and hard to understand at the time of report. It was noted that the patient heard an alarm on (B)(6). It was reported that on (B)(6) 2014 the patient started to feel bad. It was reported that the patient had a refill (B)(6) 2014. It was noted that the patient¿s pump went empty on accident the ¿last week¿ on accident. It was reported that the patient went to pick up their medication, the hcp interrogated the pump and it was empty. It was noted that ¿last wednesday¿ was when it was interrogated, conflicting information states that the date the pump was interrogated was (B)(6) 2014. It was noted that the patient went to pick up their pill medication, sat there for 3 hours was interrogated pump and the pump was empty. It was reported that the hcp did not have patient¿s drug, so they made their own drug on (B)(6) 2014. It was noted that hcp mixed up the drug and gave it to patient. At the time of the event it was unknown what drug was contained in the pump. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that when the pump went empty, the nurse then "premixed" the drug and almost put morphine in the pump instead of dilaudid. For subsequent events, see manufacturer's report #6000030-2014-00067.